Event description:
A 3.5mm diameter x 15mm length medtronic ave s670 rapid exchange stent delivery system was inserted into the proximal circumflex coronary artery. The lesion was not pre-dilated prior to the stent insertion. It was not possible to cross the severely calcified target lesion despite attempts to "push through" the stent. Therefore, the stent and delivery system were pulled back. Upon removal, the stent dislodged from the stent delivery system in the coronary artery. The dislodged stent was snared from the coronary artery, successfully. The lesion was subsequently pre-dilated and treated with another MFR's stent. The physician did not follow the instructions for use when the lesion was not pre-dilated 1:1 and for removal of an undeployed stent. There was no pt complication and no additional clinical sequelae reported relative to the event.